Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of the device memory noted several scans were observed with no telemetry connection. Several magnet resets were performed, and several scans were noted but no telemetry connections were observed. The device performed several shocks after explant while being returned as the tachy therapy had not been properly turned off. Upon return, telemetry was observed to be normal, the device was able to communicate with the memory dump manager and a complete a hex memory dump was obtained at normal room temperature. The device had normal communication with the emblem programmer at room temperature. A radio frequency (rf) wakeup pulse test was performed. Nine pulses were at or below 1.8 milliseconds (ms), eight of them between 37 degrees celsius and 40 degrees celsius. Telemetry issues occur when the rf wakeup pulses are at 1.8 ms or below. Testing indicated the telemetry issues were more likely to occur near body temperatures. Analysis confirmed the device was unable to be interrogated due to shortened telemetry rf wake-up.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to have telemetry established between it and multiple programmers. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD was able to be interrogated once explanted.